Event description:
It was reported that a macular pucker occurred post implantation of the intraocular lens requiring the lens to be explanted in a secondary procedure.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.